Manufacturer narrative:
The t:slim user guide states, "your insulin needs may change in response to lifestyle changes such weight gain or loss, and starting or stopping exercise. Consult your healthcare provider for help with adjusting your basal rate(s) and other settings." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (50-85 mg/dl). Customer reported more physical activity over the past few days and making changes to basal setting without consulting health care provider. Customer treated low bg level by eating carbohydrates and orange juice.